Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was not able to get the patient programmer to communicate with the battery. A screen that sounded like the low patient programmer battery screen was described. They tried to replace the batteries but that did not resolve the issue. When attempting to use the implantable neurostimulator recharger (insr) to communicate with the implantable neurostimulator (ins), the patient described the poor communication screen when attempting to start a normal charging session. It had been over a month since the patient last recharged. The rep reported that they could not communicate with either the programmer, insr, or the clinician programmer. Patient non-compliance was the reason for not maintaining recharging. When they turned stimulation on, the ins was shocking them so they were not using the ins or charging the device. The shocking felt like touching their tongue to a battery and it was painful. It was reported that the location of the shocking was reported to be at the stimulation location. An appointment to meet with the patient was scheduled for (B)(6) to attempt an overdischarge recovery. The patient complaint that the belt/recharging system was not made for skinny people. It was reported by the patient that "it kills me to charge this thing." Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.